Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was returned to baxter and an evaluation is pending. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received and an evaluation was performed to investigate the reported event. Visual inspection of the device and leak testing performed on the device confirmed the reported issue of a cut in the patient line. Clear passage testing and clamp function testing was performed with no issues noted. The device ran through a simulated therapy on the homechoice with no issues noted. Following evaluation, it was determined that the cause of the reported system error 2240 alarm was due to the cut in the patient line. The cause of the cut in the line could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during fill one of six. During troubleshooting, a slit was observed in the patient line and it was noted that solution had leaked onto the bed. The power was cycled to clear the alarm and the caregiver planned to have the patient finish therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.